Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead impedance rose to more than double the stable baseline value. There were no patient consequences. No interventions were performed, and the lead will continue to be monitored.